Event description:
During routine testing of the device at the service center, the service technician reported smoke was observed from the left side of the network interface channel circuit board during the inspection. As a result, the heart lung console powered down. The cdi 500 interface module was attached to the network interface channel circuit board, and the cdi 500 was connected with this module. The connector pin of the circuit board, which the module was attached to, was scorched. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.